Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self test and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The review of the alarm log an the power on self test revealed an f-35 alarm. This alarm is related to the reported condition. The damage to the front panel of channel b was identified during visual inspection. The cause of the condition was not determined. The device is in the process of being serviced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had damaged channels. This occurred before use. There was no patient involvement. No additional information is available.